Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device begin to fire then stop in the middle of the firing sequence? -yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? -the information was not provided from the hospital. If echelon, during which stroke did the event occur? -the device is not echelon, it was atw35. Was buttressing material utilized? If so, which product? -no. Was the instrument fired across or near an existing staple line or clip? -no. Were any unexpected noises heard? If so, when? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no.

Manufacturer narrative:
(B)(4). The analysis showed that the device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the firing trigger could not be grasped on the way of the 2nd firing when the device was used on the pulmonary vein. The closing lever could be opened and the device could be released after clamping the pulmonary vein. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.